Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4; d9; g1; h4, h3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: power tools/calibration. Visual inspection: the torque limiting handle 80 in-lb (p/n: 299704320, lot #: gb110245) was returned and received at us cq. Upon visual inspection, normal wear were observed on the device which is consistent with device use which have no impact on the device functionality. Functional test: a functional test was performed at raynham, ma. Please refer to the following torque testing results. During torque test, the highest torque of the device measured during calibration testing was 89.622 in-lb which was not within the specified torque range of the device of 72 to 88 in-lbs. Hence, the torque test failed high. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed. The complaint was confirmed. The device received failed in calibration testing. Hence, confirming the allegation. Investigation conclusion: the complaint condition is confirmed as the torque limiting handle 80 in-lb (p/n: 299704320, lot #: gb110245) failed high in calibration test. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for verse 3 in 1 driver, torque wr was conducted identifying that lot number gb110245 was released in a single batch. Batch1: lot qty of (B)(4) were released on apr 20, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that as a result of measuring the torque value with a warehouse machine, it is too large to be used. There was no surgical delay. The procedure was successfully completed with another instrument available. Patient status is unknown. This complaint involves two (2) devices. This report is for (1) torque limiting handle 80in-lb. This report is 1 of 2 for (B)(4).